Event description:
It was reported that pseudoaneurysm, infection and blood loss occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. The patient was discharged. On (B)(6) 2020, the patient had pain and swelling and a pseudoaneurysm at the access site was noted. The patient was admitted to the hospital. The patient was treated with IV antibiotics and had a thrombin injection on (B)(6) 2020. On (B)(6) 2020, the patient had a repair of the artery. The patient was discharged on (B)(6) 2020. On (B)(6) 2020, the patient was admitted with fluid overload and right groin cellulitis and administered antibiotics. On (B)(6) 2020, surgery was performed for wound debridement and a wound vacuum was placed on the right groin. The wound was again debrided on (B)(6) 2020 and replacement of the wound vacuum. The patient was discharged on (B)(6) 2020. On (B)(6) 2020 the patient went to the emergency room with right femoral bleeding which required multiple blood transfusions. The patient was transferred to another hospital for further unknown treatment.